Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, the product fractured 35 centimeters from the strain relief. There were no complications or intervention reported with this event.